Event description:
It was reported that cartridge leaked insulin from cartridge pigtail on two occasions that occurred on same day after cartridge was filled off pump with 130 units of insulin each time. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, successfully resumed insulin therapy, and cartridge was replaced through return process arranged by technical support.